Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not properly open on the distal portion. The microcatheter past the aneurysm without problems, and when the physician unsheath the pipeline, it did not open distally. So, the physician resheathed the pipeline and opened it again without success. After many tentative and handlings, the stent opened. There was a need of repositioning the stent, but due to the initial handlings, the physician moved the whole system just little bit to the deployment zone, however, the stent fell into the aneurysm. After that, the pipeline was sheathed and the whole system was removed for safety reasons and a second device was implanted with success. No patient symptoms or further complications were reported as a result of this event and no medical/surgical/hospital intervention was need. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered, pru level was unknown. The angiographic result post procedure was good. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic segment of the right internal carotid artery with a 4.5mm neck diameter. Access vessel was the femoral artery at 8f diameter. Landing zone was 3.7mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a microcatheter and a guidewire

Event description:
Additional information received reported that the pipeline was not positioned in a vessel bend when the failure to open occurred. Aside from resheathing, no other steps or devices were used to try and open the pipeline.

Manufacturer narrative:
B5 updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.